Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump felt hot to touch. The patient did not allege any harm or injury because of the reported issue. The patient mentioned that she put in a new battery the morning of (B)(6) 2012, and the pump seemed fine. However, the patient did not trust the pump. The pump was replaced. He was advised to discontinue using the pump. The patient denied that the pump had any damage. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump felt hot to touch. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the battery that was returned with the pump for investigation showed no evidence of overheating. The display showed no evidence of overheating. On inspection, the battery compartment and battery cap were intact without physical damage or evidence of moisture damage. On testing, the pump powered on normally and was exercised for 24 hours with no overheating. The current draw was found to be within specification. The pump cover was removed for investigation and did not reveal any evidence of internal moisture or defects of any of the internal components. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.